Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Initial device evaluation: visual analysis identified two devices without identification to which side each one belonged, first device was ruptured, and the second device had encapsulation and red biological tissue. Supplemental device evaluation: visual analysis of the returned device identified one extended opening and flat creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp edge opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening in the posterior side assessed as unidentified (tear) opening.